Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high thresholds. It was further reported that the thresholds and r waves had been increasing and the lead impedance had been decreasing for the last 15 days. The lead remains in use. No patient complications have been reported as a result of this event.